Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and re-arranged. It was reported to philips that the l arm cannot move, even after restart. Review of the log files shows gib post error. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found gib (geometry input/output box) post (power on self-test) error, the f1 fuse was replaced but issue persisted. The field service engineer (fse) went onsite and checked the fuse on the gib (geometry input/output box), found it to be blown. Fse tried replacing the fuse, but it was blown again. The fse disconnected lower amc (advanced motion controller) triple servo drive and try again, the fuse was good. To resolve the issue, fse replaced amc (advanced motion controller) to solve the issue. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that motorized movements were unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.